Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set took more insulin than expected before insulin was seen exiting the infusion set tubing during the load fill tubing process. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.